Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they got gum disease while doing the aligner treatment. Their dentist advised them to stop the aligner treatment. The aligners also caused one of their bottom teeth to misaligned.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.